Event description:
Report received from baxter states flow stopped during infusion after unknown period of time. Device contained 5 fluorouracil of unknown concentration for an unknown total fill volume. Report states that no pt injury occurred and no medical intervention was required as a result of the reported issue.